Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and possibly exposed to water prior to the alarm. There was no reported impact to the customer's blood glucose level. Reportedly, there was a temporary delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery.